Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. It was determined that the fault was due to the flow sensors. It was noted that the flow sensors were dated (B)(6) 2016. Per the avance user manual: under typical use the sensor meets specifications for a minimum of 3 months. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. There was no reported patient injury.